Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 150mcg/ml clonidine at 15.22mcg/day, 15mg/ml bupivacaine at 1.522mg/day, and 5mg/ml dilaudid at 0.5075mg/day via an implantable infusion pump for non-malignant pain. The hcp reported that there was a refill on (B)(6) 2018 and they increased the intrathecal dose by 10%. The patient came back the next day with complaints of dizziness and nausea. The hcp reported that 20 minutes after the refill is when the symptoms began. The dose was then decreased by 10%. The reservoir was accessed to check the volume and they expected 19.4ml and pulled back 16.5ml. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was confirmed that the needle was fully inserted into the refill septum. The cause of the volume discrepancy was not determined. The programming was updated to reflect the volume that was reinserted in the pump (16.5ml). No further complications were anticipated/reported.